Event description:
While attempting to treat a patient in cardiac arrest, the device charged up to the targer energy of 200 joules but would not discharge. The medics then shook the cable around and were ablt to successfully deliver four shocks to the patient. Patient subsequently expired. During testing after the incident the device intermittently displayed a "poor pad contact" message.